Event description:
It was reported that the patient experienced overstimulation due to lead fracture. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7081222.